Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0ku4l, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was later reported that the patient had urinary relief during the day, but at night he was not able to pee correctly due to a spastic bladder. The patient saw an associate at his doctor's office, and he was given 7.50 navalox, and he lowered stim. To 0.00 yesterday. The patient wanted to know if he should turn stim. Off or leave stim. On. The patient was currently in program #3. The patient noted he had infection from surgery, he got antibiotics and that issue was resolved.

Event description:
It was reported the patient needed to pee a lot at night but nothing came out. The patient noted this symptom had gotten worse to little or none since implant. It was stated the patient did not have a lot of success since their device was implanted. About one week after their device was implanted, the implantable neurostimulator (ins) was working fine but the patient had symptoms so the healthcare provider changed the programs and gave the patient a urine culture. It was noted that a bladder infection was discovered. The patient¿s infection had been cured by the time of report but there was still inflammation. At the time of report, the patient¿s stimulation was on and it was set on program 3 at 1.0 volts. The patient lowered their stimulation to 0.0 volts, turned the stimulation on and increased to their comfort level. The patient tried 2.0 volts, but turned it back down to 1.9 volts. It was later reported the patient received assistance from their doctor or manufacturer representative and their concerns were resolved. Yet, it was also stated that the patient was still having concerns regarding their device or therapy but had not sought further help. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.